Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had exposed to moisture, battery acid leakage and customer insert new or fully charged battery and tighten battery cap but, home screen did not appeared on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to corroded battery tube. Device was received with faded serial number label. The p-cap locks properly into place.